Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3g0346). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparotomy ileostomy, during the third firing of colon functional end-to-end anastomosis, about three staples on the distal side of the stapler that performed colo-colonic side-to-side sutures were not formed into a b-shape and remained in a u-shape. The distal staple line was incomplete. The region that was incomplete and poorly formed was reinforced with sutures and the surgery was completed. It was also reported that although the tissue was not particularly thick, the handle felt stiffer than usual.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 1cm cut line. The jaw of the reload was open. Staple pushers were visible at the 0.5cm cut line. It was reported that during the third firing of colon functional end-to-end anastomosis, about 3 staples on the distal side of the stapler that performed colo-colonic side-to-side sutures were not formed into a b-shape and remained in a u-shape. The distal staple line was also incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.